Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the head of multi-axial screw dislocated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent decompression and spinal fusion surgery at t10-pelvis. The multi axial screw (mas) head popped off and was removed, the bone screw was intact. The screw was retrieved and removed from the patient. There was no complications to the patient due to the event.